Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as no applicable imagery or device was provided for evaluation. Available information suggests that patient (calcification) and procedural factors (over-inflation) likely contributed to the event. Per the event description and as observed in the provided imagery of the patient's anatomy), 'there was heavy calcium noted in the annulus as well as the left ventricular outflow tract (lvot)'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 valve in the aortic position, there was heavy calcium noted in the annulus as well as the left ventricular outflow tract (lvot). Upon inflation of the valve when the valve was fully deployed the balloon ruptured. Valve was implanted successfully, and no harm was done to the patient. Balloon delivery system was able to be removed without any vascular complications. Delivery system can't be returned as team used it and damaged it while using it on the table as a teaching moment for fellow physician.